Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during a dilatation in the esophagus performed on (B)(6) 2013. According to the complainant, after the procedure (B)(6) 2013 was performed, the patient was sent home with good results. There were no issues with the device during this procedure. On (B)(6) 2013 the patient returned for another dilation with a larger balloon. They removed and discarded the outer sheath and successfully dilated the esophagus. However, after dilation and upon entering into the stomach with the endoscope, the protective sheath of the balloon from the previous dilation on (B)(6) 2013 was found inside the patient. It was reported that the protective sheath had not been removed prior to inserting this device, however, there were no issues during advancement or while using the balloon. The patient was not affected in anyway by the sheath being left in his stomach since the first procedure. The sheath was retrieved from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of protective sleeve detachment inside patient. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.